Manufacturer narrative:
Convomitant medical products: 97715 pain stim ipg implanted (B)(6) 2018; 977a260 pain stim lead implanted (B)(6) 2018; 977a260 pain stim lead implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for low pacing impedance. It was indicated the patient¿s rv pacing impedance was chronically low and stable with no sign of lead issue. The rv lead remains in use. No patient complications have been reported as a result of this event.